Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that the pt with this right atrial lead experienced a syncopal event. The lead displayed loss of capture and dislodgement was confirmed. It was determined that the lead had dislodged shortly after the implant procedure, two years ago. The lead was explanted and replaced. No add'l info is available at this time. If add'l info becomes available, this report will be updated.